Event description:
Allegedly the implant system failed resulting in the patient sustaining grevious personal injuries requiring revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in canada.